Event description:
PICC was originally placed in the left ac on (B)(6) 2026 with chlorhexidine prep. Placement was radiologically confirmed, and sterile dressing was applied. No complications and no issues removing the stylet were noted. PICC nurse noted insertion site appeared dry and clean, dressing dry and intact. Tpn d10 and lipids were infusing. PICC was removed (B)(6) 2026 after it was found to be leaking.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.